Event description:
It was reported that pump insulin gauge displayed much lower insulin amount than caller expected, even though insulin was being delivered and all filling steps had been followed correctly. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to reload same cartridge, declined suggested test bolus to update insulin estimate, and planned to continue monitoring and follow up if needed.